Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cord broke off in the pump's usb port, resulting in difficulties charging the pump. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.